Event description:
It was reported to tycohealthcare/kendall on 8/03/2002 that a customer had a problem with a mahurker catheter kit. According to the customer during inspection, the guide wire remained in the vessel. Customer states that the pt had to be rushed to the hospital for immediate attention.